Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the device change-out procedure the right ventricular (rv) lead showed high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.